Event description:
It was reported that this lead was an attempted implant due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. The helix was functional, but due to the tissue, the helix could not be fully retracted, even though it was movable up to the tissue. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this lead was an attempted implant due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.